Manufacturer narrative:
No patient involved. The instrument was returned for analysis. Functional testing determined that the instrument was damaged causing the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that they had a bent thoracic probe. It would not fit into the navlock. This was discovered prior to the case. No patient present at the time of event. On 2019-dec-23 (rep) new information received: the cause of the damaged thoracic probe was the probe was probably damaged from them malleting on the instrument.